Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-051: user mechanical stress (possibly dropped, broken, mishandled). Manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated the true metrix air meter is displaying error messages (e-2, e-3 and e-5) and requested replacement: internal report reference number (B)(4).

Event description:
Consumer reported complaint for meter displaying = = = or partial = = =. The customer feels well and did not report any symptoms. Customer stated he had gone to the hospital on (B)(6) 2024 because his blood glucose had been high. Customer stated he had not been using the true metrix air meter at the time; customer stated that he has had the meter for about a year but was not using it because he recently moved and had misplaced it. The customer stated his blood glucose test result when at the hospital had been 900 mg/dl. The diagnosis was high blood glucose. Customer was treated with IV and medications to help lower his blood glucose. Customer stated he had been hospitalized for about a week. During the call, a blood test was performed by the customer fasting and produced test result of 479 mg/dl using true metrix air meter; customer was not concerned with the result. The test strip lot manufacturer¿s expiration date is 10/15/2025 and test strips were opened 2-3 days prior to the call.